Event description:
Physician provided baker grade IV for the capsular contracture.

Event description:
Physician reported right side ¿capsular contraction¿, baker grade is unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contraction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction, baker grade is unknown.

Manufacturer narrative:
Additional, corrected and/or changed data: a.2, a.3a, b.3, b.5, h.6.

Event description:
Physician reported right side ¿capsular contraction¿, baker grade IV. Device has been explanted and replaced.